Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system, where it was successfully recognized by the test system and passed all functional tests, including the electrical continuity test. The instrument was fully functional, and no product issue was identified.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar was not opening nor closing. The device was not used on patient.